Manufacturer narrative:
Per tandem¿s t:slim g4 user guide: ¿the cartridge is replaced every few days.¿ the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the luer lock separated from the cartridge tubing. Reportedly, the cartridge was in use for 5 days. A new cartridge was successfully loaded to address the event. Customer's blood glucose was 180 mg/dl.